Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides prod failure investigation, analysis and resolution for the device described in this report.

Event description:
Reported as nurse heard a beep from pt room and entered to find ventilator was not working and appeared to be off. No lights on and nothing on the screen. The pt was bagged and the ventilator replaced. There was no pt injury.